Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Device location unknown.

Event description:
Patient underwent a right hip revision due to dislocation approximately 19 days post-implantation. The liner, femoral head, and competitor trochanteric claw were all removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Concomitant medical products - medical product - legacy zimmer stem; legacy zimmer cup; legacy zimmer head, catalog#: 877704002, lot#: 2796827; competitor cable grip system, catalog#: 22320418, lot#: 63270187; stryker trochanteric grip, catalog#: 67043080, lot#: g5728257.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.